Event description:
It was reported that the 9800 system would not retrieve images. Also, the right monitor would not display and the left monitor had an image burnt into it. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and both monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.